Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels in the 377-400 mg/dl range. The customer alleged that the pump was not functioning properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Additionally, multiple, intermittent occlusion alarms occurred. The customer completed multiple supply changes to address the occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.